Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that 8120 unable to connect with 8015 was not identified during a customer call. The tech support assisted the customer to identify the clinical advisory alert of connecting an entitled device etco2 to monitor patient breathing. Based on profile selection, customer not able to replicate advisory alert. End call. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 8120 unable to connect with 8015. There was no patient involvement.